Event description:
A 29mm bioprosthetic aortic valve, implanted approximately fourteen (14) years and eight (8) months, was explanted due to severe aortic regurgitation. Procedural observation showed "thickening and discoloration of leaflets with tears in the commissures, resulting in severe regurgitation." Calcification was also noted by the physician. The explanted device was replaced with another 29mm bioprosthetic valve. Patient tolerated procedure and was in stable condition post-operatively.

Manufacturer narrative:
Device evaluation: the device was return to the manufacturer for visual evaluation. Probable cause for reported regurgitation could be confirmed by visual observation. The appearance and characteristics of the explant is consistent with both calcific and non-calcific tissue degeneration. Leaflet 2 had two tears, one at commissure 2 was approx 3mm and one at commissure 3 was approx 5mm. Leaflet 3 had two tears, one at commissure 3 was approx 6mm and one at commissure 1 was approx 7mm. Minimal calcification was observed in the cusp areas of leaflets 2 and 3. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal at the stent inflow. Thickened and swollen tissue was observed on all three leaflets at all three commissures. Wireform of all three commissures was distorted. All three commissures wireform was also exposed on the outflow aspect, damages most likely due to explant or implant. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.